Event description:
It was reported that approximately 3 years and 7 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed which revealed the valve failed due to stenosis, aortic insufficiency, and a paravalvular leak (pvl). Additionally, a low ejection fraction, hemodynamic instability, calcification, and restriction of the leaflets was noted. Subsequently, the patient was evaluated for a redo transcatheter aortic valve replacement (tavr) procedure. Additional information was received to report the failed valve was replaced with a 23mm non-medtronic (edwards sapien) valve.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 years and 7 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed which revealed the valve failed due to stenosis, aortic insufficiency, and a paravalvular leak (pvl). Additionally, a low ejection fraction, hemodynamic instability, calcification, and restriction of the leaflets was noted. Subsequently, the patient was evaluated for a redo transcatheter aortic valve replacement (tavr) procedure.